Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The service department of olympus europe se & co. Kg (oekg) confirmed the trace of external physical stress applied to distal end. The exact cause could not be conclusively determined. However, based on the report of the service department of oekg and the similar former cases, omsc surmised there was the possibility this phenomenon was attributed to the following causes; -the external stress such as hitting and/or dropping of the subject device before/after the procedure. -the adhesive deterioration of the subject device due to the chemical stress from chemical solutions used for reprocessing. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to the service department of (B)(4). The service department of (B)(4) checked the subject device and surmised that the reported phenomenon might have occurred due to the user handling. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found the deterioration and gap of the adhesive, and the stain inside the lens on the distal end of the subject device. There was no report of patient injury associated with the event.